Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed and inspection revealed cracks in the pump connecting tube; therefore, the pump was removed and replaced. The cause of the pump connecting tube crack was not detailed by the hospital. The patient had a stable outcome.

Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes that the reported hole in tubing was not confirmed; however, analysis identified an activation issue in the returned pump. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump was leak tested, visually inspected, examined and functionally tested. The pump kink resistant tubing (krt) was fatigued and worn down to the filament; holes on the surface of the tubing was present; however, no leaks were found. The pump was functionally tested and did not pass the activation test. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed and inspection revealed cracks in the pump connecting tube; therefore, the pump was removed and replaced. The cause of the pump connecting tube crack was not detailed by the hospital. The patient had a stable outcome.